Event description:
This incident will be reported and questions whether the shunt was malfunctioning or a clot/debris prevented it from emptying. According to the op note most of the venous port of the valve most likely there was some debris or clot that may have been the problem. The record also states "shunt studies did not reveal significant malfunction however due to the clinical course there is an obvious malfunction along the shunt."